Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A (B)(6) healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the issue. No report of patient involvement. Unique identifier:(B)(4). Legal manufacturer: hcs madison (B)(6) madison.